Manufacturer narrative:
Medical device expiration date: na. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. Evaluation of the sample shows revealed that there is a kink in the tubing, below the drip chamber, that does not allow for fluid flow and cannot be massaged out. A device history record review for model 2420-0007 lot number 210350265 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the issue seen in this complaint is an issue that may occur during the manufacturing of the infusion set. The kink tubing is caused by the coiling and packaging of the infusion set before the assembly solvent has sufficiently dried.

Event description:
It was reported that as lvp 20d 2ss cv tubing kinked. The following information was provided by the initial reporter: it was reported by the customer that the tubing was kinked.